Event description:
It was reported that during the colon procedure, incomplete staple line. Stapled 2 times, non sufficient stapling at the second application. Reoperation two days later with a secondary diagnosis of infection, followed by a septic shock and pt died.